Event description:
A (B)(6) pt's nurse called in to lifecor customer support to report that one of the batteries will not turn on the monitor. The battery indicates that it is charging on the charger but switches to fault light when it is removed. Support issued the pt a replacement battery.

Manufacturer narrative:
Device evaluation summary: battery (B)(4) has not been returned to lifecor. After device is received and evaluated, a supplemental report will be sent.